Event description:
It was reported frost was present on the shaft of the device. During the renal cryoablation to treat a renal cell carcinoma, an iceforce 2.1 cx 90 degree needle was chosen for the procedure. Frost appeared on the entire shaft of the device. The procedure was completed via an alternative method using a different device of the same model. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the iceforce 2.1 cx 90 was returned for analysis. It was observed that the needle shaft was cut off the device and not returned. No functional or visual analysis was able to be performed on the needle shaft, as it was missing from the returned device. The reported event was not confirmed.

Event description:
It was reported frost was present on the shaft of the device. During the renal cryoablation to treat a renal cell carcinoma, an iceforce 2.1 cx 90 degree needle was chosen for the procedure. Frost appeared on the entire shaft of the device. The procedure was completed via an alternative method using a different device of the same model. No patient complications were reported.